Manufacturer narrative:
(B)(4).

Event description:
During the index procedure two resolute integrity drug eluting stents were implanted in the lad. One day post the index procedure, the patient developed sudden chest pain, stent thrombosis was present within the stents and occlusion was confirmed. Pci and ivsu with thrombus suction were performed. Poba was performed several times. Iabp was inserted, and the procedure was completed. The cec adjudicated the event as acute stent thrombosis, and related to the study device.